Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed address and delivery preferences, provided instructions for storage mode and pump return within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.